Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks in two separate episodes. It was reported that the patient has a non-boston scientific leadless pacemaker, and is pacemaker dependent, however, it was not felt that the device was oversensing pacing spikes. It was reported that the patient was gardening at the time of the episodes. Technical services (ts) discussed the potential of muscle noise or movement artifacts, and discussed troubleshooting options. Noise was observed in-clinic when the patient got onto the examination table. An attempt was made to re-run the automatic setup process, however, a message was observed that indicated the amplitude was too low to get a template. Noise was recreated in secondary sensing vector with arm movement, so the sensing vector was programmed to alternate, and less noise was observed. The sensing vector was left programmed to alternate, and tachycardia therapy was turned off pending evaluation by the electrophysiologist. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks in two separate episodes. It was reported that the patient has a non-boston scientific leadless pacemaker, and is pacemaker dependent, however, it was not felt that the device was oversensing pacing spikes. It was reported that the patient was gardening at the time of the episodes. Technical services (ts) discussed the potential of muscle noise or movement artifacts, and discussed troubleshooting options. Noise was observed in-clinic when the patient got onto the examination table. An attempt was made to re-run the automatic setup process, however, a message was observed that indicated the amplitude was too low to get a template. Noise was recreated in secondary sensing vector with arm movement, so the sensing vector was programmed to alternate, and less noise was observed. The sensing vector was left programmed to alternate, and tachycardia therapy was turned off pending evaluation by the electrophysiologist. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the device and electrode were explanted four months later. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks in two separate episodes. It was reported that the patient has a non-boston scientific leadless pacemaker, and is pacemaker dependent, however, it was not felt that the device was oversensing pacing spikes. It was reported that the patient was gardening at the time of the episodes. Technical services (ts) discussed the potential of muscle noise or movement artifacts, and discussed troubleshooting options. Noise was observed in-clinic when the patient got onto the examination table. An attempt was made to re-run the automatic setup process, however, a message was observed that indicated the amplitude was too low to get a template. Noise was recreated in secondary sensing vector with arm movement, so the sensing vector was programmed to alternate, and less noise was observed. The sensing vector was left programmed to alternate, and tachycardia therapy was turned off pending evaluation by the electrophysiologist. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the device and electrode were explanted four months later. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.